Event description:
It was reported that the patient presented to the clinic with the device having low flow alarms associated with brief loss of consciousness and dizziness. The manufacturer¿s technical services reported that the log file captured low flows events. Laboratory examinations were unremarkable. A head CT and internal cardiac defibrillator interrogation were negative. The pump speed was decreased due to the patient¿s small lv cavity size and no further events were reported. The patient was subsequently discharged home.